Event description:
The customer reported that the monitor did not provide an spo2 alarm. No pt harm was reported.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.